Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection confirmed the suture sleeve was halfway torn on one of the grooves, with no harm to the insulation underneath and no exposed conductors. This damage was most likely caused by an over-tightened suture. The setscrew mark was in the correct location on the terminal pin, confirming the electrode was properly inserted into the device header. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a history of receiving inappropriate shock therapy from the device, due to diminished r-wave amplitudes and oversensing of myopotential noise and t-waves. There were no options for reprogramming or re-positioning the system to resolve the issue. Therefore, the s-ICD system was explanted. It was noted during the procedure that the suture tie on the electrode had gone through the suture sleeve, although this was not suspected to be the cause of the sensing issues. The explanted electrode was expected to be returned for analysis. No additional adverse patient effects were reported outside of the explant procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a history of receiving inappropriate shock therapy from the device, due to diminished r-wave amplitudes and oversensing of myopotential noise and t-waves. There were no options for reprogramming or re-positioning the system to resolve the issue. Therefore, the s-ICD system was explanted. It was noted during the procedure that the suture tie on the electrode had gone through the suture sleeve, although this was not suspected to be the cause of the sensing issues. The explanted electrode was returned for analysis. No additional adverse patient effects were reported outside of the explant procedure.